Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump passed self-test. The insulin pump was received with scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unspecified alarm and asked for a rewind every twenty minutes. Insulin delivery has also ceased. No further details were provided. The insulin pump was returned and replaced.